Manufacturer narrative:
No product will be returned for eval.

Event description:
A note was received from pt on (B)(6) 2011, that reported he had experienced multiple concerns while using the infusion sets. F/u was completed with pt on (B)(6) 2011. Pt experienced elevated blood glucose due to bent infusion cannulas. Pt does not know how high his blood glucose was. Blood glucose usually ranges from 54-220 mg/dl, and pt delivered insulin injections to treat hyperglycemia. There were no issues with preparation, insertion, or removal of the infusion sets. There was insulin leakage at the infusion sites. Insertion device was used to insert the headsets, and the concerns were noticed within 20 mins of insertion. Pt used this type of infusion set for 1 month and started at the (B)(6) of 2011. No product will be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.